Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is applying excessive mechanical forces upon insertion and/or over-torquing the driver with the screw head.

Event description:
On 7/21/2023, it was reported by a sales representative via sems that an ar-8737-37 driver shaft broke while implanting a 2.5 micro screw. The broken piece of the driver from the inside of the screw was taken out without harm to the patient and the screw itself. This was discovered during an unspecified procedure on (B)(6) 2023, with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.